Event description:
As reported by our affiliates in spain, it was a case of a 26mm sapien 3 ultra valve implanted in the aortic position via transapical approach. During balloon inflation, the certitude delivery system balloon burst. Angiographic imaging confirmed that the valve was fully deployed. The delivery system was then withdrawn through the sheath without difficulty. No patient harm occurred, and the patient remained in stable condition at the end of the procedure. The perceived root cause of the event was calcification in the leaflets.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned d evice was visually evaluated, and the following was observed: balloon longitudinally and radially burst. No apparent missing balloon material. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. Imagery was provided and the following was observed. Balloon radially and longitudinally burst. No apparent missing balloon material. Calcification presence at implant position. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device and provided imag ery. Available information suggests patient factors (calcification) likely contributed to the event as there was calcification presence at the implant position. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.